Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and was treated with insulin pump. Blood glucose value at the time of event was 400 mg/dl. The customer also reported center button is sticking. The event involved product(s) 78893-01, mmt-1884, mmt-332a, mmt-399a. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. It was unknown whether the customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was partially performed for keypad anomaly. Instructed customer to discontinue pump use and revert to back up plan as per healthcare professional instructions. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-332a, mmt-399a, and 78893-01.

Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump passed the self-test. Pump was cut open to perform visual inspection and found flattened dome (creased). No moisture damage was noted on the electronic stack. The following were noted during visual inspection: scratched case and pillowing keypad overlay. In conclusion, the customer¿s alleged keypad anomaly was confirmed during analysis and was due to a flattened dome (creased) on the middle button. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.